Event description:
It was reported that a patient presented to the operating room for a review of the pocket for hematoma. The pocket was cleaned, and the device remains implanted. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.